Event description:
It was reported to boston scientific via an article published in springer nature a retrospective study on the effectiveness and safety of flexible ureteroscopy lithotripsy (furl) and needle-assisted percutaneous nephrolithotomy (pcnl) for the treatment of calyceal diverticula (cd) stones. A total of 24 patients were analyzed between june 2012 and november 2020 that underwent furl and pcnl methods utilizing lumenis powersuite 100w console. Out of the 24 patients, 14 underwent furl. There were 2 patients who underwent furl whose neck of the calyceal diverticula (cd) could not be found so they received all-seeing needle-assisted pcnl. Post procedure, four patients were recorded to have experienced mild complications (grades 1 and ii), which included two fevers, one persistent gross hematuria and one subcapsular effusion. All these complications resolved quickly after symptomatic treatments. During the follow-up of 10.8 months (ranging from 6 to 26 months), the cd were completely resolved in five patients, and the diverticular size was reduced in four patients. For the remaining three patients, there no changes in the cd size between pre- and post-operation. 12 patients underwent all seeing needle assisted pcnl. The puncture procedure was successfully performed in all 12 patients. There were 2 patients who underwent furl whose neck of the calyceal diverticula (cd) could not be found so they received all-seeing needle-assisted pcnl. Complications encountered post procedure were mild and were limited to grade 1 and grade ii. Of the 12 patients that underwent pcnl, removal of the nephrostomy tube was delayed in three patients due to several minor complications, which included two patients who had infections and one who had marked bleeding. The patient with bleeding was treated with a clamping nephrostomy tube and haemostatic usage. The follow-up ranged from 6 to 30 months. Over the average follow-up of 12.2 months, nine patients had a complete resolution of the cd, and its size was significantly reduced in the other three patients.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. Review of the information did not reveal evidence of off-label use or failure to follow instructions. The reported events are known events defined in the product risk management and accounted during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in springer nature a retrospective study on the effectiveness and safety of flexible ureteroscopy lithotripsy (furl) and needle-assisted percutaneous nephrolithotomy (pcnl) for the treatment of calyceal diverticula (cd) stones. A total of 24 patients were analyzed between june 2012 and november 2020 that underwent furl and pcnl methods utilizing lumenis power suite 100w console. Out of the 24 patients, 14 underwent furl. There were 2 patients who underwent furl whose neck of the calyceal diverticula (cd) could not be found so they received all-seeing needle-assisted pcnl. Post procedure, four patients were recorded to have experienced mild complications (grades 1 and ii), which included two fevers, one persistent gross hematuria and one subcapsular effusion. All these complications resolved quickly after symptomatic treatments. During the follow-up of 10.8 months (ranging from 6 to 26 months), the cd were completely resolved in five patients, and the diverticular size was reduced in four patients. For the remaining three patients, there no changes in the cd size between pre- and post-operation. 12 patients underwent all seeing needle assisted pcnl. The puncture procedure was successfully performed in all 12 patients. There were 2 patients who underwent furl whose neck of the calyceal diverticula (cd) could not be found so they received all-seeing needle-assisted pcnl. Complications encountered post procedure were mild and were limited to grade 1 and grade ii. Of the 12 patients that underwent pcnl, removal of the nephrostomy tube was delayed in three patients due to several minor complications, which included two patients who had infections and one who had marked bleeding. The patient with bleeding was treated with a clamping nephrostomy tube and haemostatic usage. The follow-up ranged from 6 to 30 months. Over the average follow-up of 12.2 months, nine patients had a complete resolution of the cd, and its size was significantly reduced in the other three patients.